Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. Since the medical surveillance specialist was unable to reach the pt by phone. The pt reported that the alleged issue began the same day at 10:00 am. The cca noted that the pt manages her diabetes with oral medication; however, the pt denied taking any action regarding her diabetes management as a result of the alleged issue. Sometime after the issue started, the pt claimed she felt shaky. The pt was unable to confirm if she had to receive medical attention as a result of the issue or in response to the symptom. At the time of troubleshooting, the cca noted that the pt was unable to confirm if she had replaced the subject meter's battery. The pt did not have a new battery at the time of the call. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly, developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.